Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the occlusion alarm and resumed insulin. Customer reported blood glucose level ranged from 162-170 mg/dl.